Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "the needle detached from suture thread. The surgeon sutured the transplant using maxbraid. At the end of the suture, the surgeon pulled the maxbraid from the needle on his needle holder and the needle detached itself from the maxbraid. Patient is male. The surgeon is very experiences in sport medicine, that regularly does laminoplasty. No consequences for the patient. Patient fine. No delay due to this incident. No medical pre-existing conditions that would might have contributed to this incident. It happened at the end of the procedure, suture was completed, no device replaced." See associated MDR #3004365956-2023-00053.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. A device history record review was performed, and no relevant findings were identified. If the sample becomes available this investigation will be updated with the evaluation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the needle detached from suture thread. The surgeon sutured the transplant using maxbraid. At the end of the suture, the surgeon pulled the maxbraid from the needle on his needle holder and the needle detached itself from the maxbraid. Patient is male. The surgeon is very experiences in sport medicine, that regularly does laminoplasty. No consequences for the patient. Patient fine. No delay due to this incident. No medical pre-existing conditions that would might have contributed to this incident. It happened at the end of the procedure, suture was completed, no device replaced." See associated MDR #3004365956-2023-00053.